Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape was not recognized. The procedure was completed as planned with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape accessory was analyzed and found to have engagement failure on the camera patient side manipulator (psm). The sterile adapter on camera psm was installed four times and found to not be engaging with the arm. One sterile adapter disk appeared to be offset after it failed engaging. The sterile adapter was inspected and found no damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advance failure analysis team confirmed initial findings. The drape's instrument sterile adapter failed the engagement test when placed on the in-house system. Inspection of the sterile adapter that failed found that the input disk that caused the failure exhibited a short shot condition. A short shot is an injection molding defect where the molten plastic material does not completely fill the mold cavity and results in an incomplete part, as seen with the input disk. The affected input disk appears to be missing material, but is not broken, as the part's edges are rounded and free of any observed damage. The part was shown to the wider engineering team, and it was agreed that the part exhibited a short shot. There was no other damage observed on the drape or sterile adapter components. The short shot resulted in the engagement failure on the system because the hard stop tab on the input disk is not completely formed, which results in the disk being able to spin freely instead of stopping when hitting the sterile adapter plate's hard stop.

Event description:
Refer to h11 for follow-up information.